Event description:
It was reported that the patient underwent a replacement procedure of his inflatable penile prosthesis (ipp)device due to it would not fully inflate since last revision. The previous device was removed and replaced with a new ipp. No patient complications were reported in relation to this event.